Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported their ilet device was not functioning due to a cracked screen, which prevented use of the touch interface. The user switched to backup therapy. No injuries occurred, and blood glucose levels were not affected. A replacement ilet was shipped